Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2020-oct-14 regarding a patient receiving hydromorphone (7.5mg at 2.42385 mg/day), bupivacaine (30mg at 9.69538 mg/day), and baclofen 200mcg at 64.63589 mcg/day) via an implanted infusion pump. It was reported that the patient experienced pain at the pump site 6 weeks post pump-revision surgery. At one week post-revision the patient denied pain at the pump site. No further diagnostics or intervention were performed. The event was ongoing. The etiology indicated the event was related to the device/therapy and was not related to the implant procedure. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the patient reported persistent pain at the pump site. On (B)(6) 2020 the patient was advised to apply pressure to the site. On (B)(6) 2020 the patient reported persistent pain at the pump site. It was noted they would consider a pocket revision. On (B)(6) 2021 the patient reported pain at the pump site was positional in nature and radiates to their left lower extremity. The patient reported it feels like a bruise. The outcome of the event was unresolved with no further action planned. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported they had difficulty activating their ptm secondary to the position of the pump. The patient reported this began on (B)(6) 2020 but reported it on (B)(6) 2021. The patient requested pump repositioning on (B)(6) 2021. It was noted the pump's placement causes additional pain when the patient sits, exercises, or dresses. On (B)(6) 2021 the patient reported new pain at their previous pump site (before it was repositioned). The patient reported it feels as if something "tore" and is tender to touch and movement. The patient was started on diclofenac ointment and was instructed to wear the abdominal binder. On (B)(6) 2021 there was no further report of pain at "old" pump site. On (B)(6) 2021 the pump was surgically repositioned from left buttocks to right lower abdomen. On (B)(6) 2021 the patient denied difficulty activating ptm, and reported the new pump pocket location was more comfortable. It was noted that instead, the patient was experiencing normal, expected post-operative pain at the pump site. The clinical diagnosis was pain at previous pump site and difficulty activating ptm secondary to position of pump. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated.